Event description:
A customer called beckman coulter regarding erroneously elevated accu tni and ckmb test results from a single pt that were generated by an access 2 instrument. Sample a had an accu tni result of 2.57 ng/ml and a ckmb result of 28.8 ng/ml. Both results were reported out of the lab. Several hours later, sample b was collected from the pt. Sample b was tested for accu tni and ckmb. The accu tni result from sample b was 0.05 ng/ml. The ckmb result from sample b was 1.0 ng/ml. The test results from sample b were reported out of the lab. The customer retested sample a after obtaining the lower test results from sample b. The repeated accu tni result was 0.08 ng/ml. The repeated ckmb result was 2.9 ng/ml. The customer did not indicate if the repeated results from sample a were reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.